Manufacturer narrative:
Concomitant medical products: mcs-p3-26-aoa-us valve, implanted (B)(6) 2015. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant.

Event description:
It was reported that the implantable pulse generator (ipg) had a pause during a replacement procedure. The device was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.